Event description:
It was reported that an xact stent was implanted in the left internal carotid artery. Post procedure the patient experienced a stroke with right hand weakness, prolonging hospitalization. No treatment was provided and the patient was discharged to home on (B)(6) 2011. On (B)(6) 2011, right hand weakness had resolved. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The reported patient effects of stroke and weakness are known potential adverse events as listed in the xact instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.